Event description:
It was reported to philips that the live image was frozen on the flexvision monitor. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned neurovascular intervention procedure which was delayed and completed by using the slave monitor. The philips remote service engineer (rse) inspected the system remotely and confirmed that the live image was frozen. Review of the log file showed the live image was frozen, and malfunction can be confirmed. Upon troubleshooting, rse checked with the pc diagnostics tool and found that image memory was low. To resolve the issue, rse deleted the images. After that, the system was returned to good working condition. The codes were updated based on the investigation outcome.